Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No : lens not returned. Evaluation: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Describe event or problem - the patient did not experience elevated intraocular pressure or significant reduction of irido-corneal angles. Method: medical review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry and there was evidence of clear surgical residue. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
Correction to initial complaint - the facility reported the patient did not experience elevated intraocular pressure and significant reduction of irido-corneal angles. This was reported in error.

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to low vaulting. Subsequently, the patient experienced elevated intraocular pressure and significant reduction of irido-corneal angles. The lens was exchanged for a longer lens and the problem was resolved.